Event description:
Additional information was received from the patient. When asked for clarification on the issue they stated that from the beginning they did not find the device to be too productive and useful. It was difficult for them to find a setting that worked successfully to limit their urination without being an uncomfortable distraction. It became easier to just not use the device. They also found the charging process to be inconvenient. Several weeks ago, they did extensive exercise in their local pool and were in extreme pain where the device had been implanted. For several days, the area on the left side of their lower back was in extreme pain and pressing on the device exacerbated the pain. They stated that they couldn't live like this, being unable to work out in the pool without incurring this degree of pain. Also, since they hadn't used the device for years, it made more sense to have it removed. When asked about what steps were taken to resolve the lead migration issue, they stated that they went to urgent care to determine what was causing the extreme pain that they had been experiencing. An x-ray was taken and the device showed in the x-ray as the exact source of t heir major pain. It was at that point that they decided to have the device removed. When asked if the issue had been resolved they stated that they had consulted a gyno-urologist surgeon who had agreed to remove the device. The process of getting scheduled for surgery was underway and it was anticipated that the surgery would be done in (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va0rrac implanted: (B)(6)2015 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the lack of therapeutic benefit was not known. They stated that the cause was most likely due to the device setting being too high or too low. They stated that device removal or replacement was planned for november 5th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient states not using the device for years because it never seemed to work very well. Patient states about 2 weeks ago, patient was working out in the pool and was in extreme pain after a vigorous workout of using her legs and doing horizontal kicks. When patient felt in their back where it was sore, there was a hard metal piece. Patient went to urgent care and they did an x ray. Now the lead has migrated to the left side of the back and is causing a great deal of pain. Patient is working with hcps in california who want to do an MRI. Agent reviewed MRI . Patient does not have a managing healthcare provider at this time. Patient mentioned having a CT scan once but then they asked for the MRI. Patient request ing MRI of lumbar back. Agent consulted with technical services and reviewed patient would only be eligible for a head MRI. Agent emailed physician listings to patient.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va0rrac); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.